Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing a pod on the abdomen for an unknown duration of use. The duration of pod wear could not be determined because this information was not available from the patient¿s spouse at the time of reporting. While wearing the pod, the patient reportedly experienced interruption or insufficient insulin delivery, which the patient¿s spouse alleged was related to pod function. Blood glucose (bg) levels were reported as severely elevated, with values reported as over 900 mg/dl (initially reported as 918 mg/dl). Attempts were made to correct bg using the pod; however, when adequate correction was not achieved, external insulin injections were administered, and the pod was changed. The pod was reportedly changed twice prior to seeking medical attention. Medical attention was sought on (B)(6) 2026. The patient was hospitalized for approximately 20 days and discharged on (B)(6) 2026. During hospitalization, bg levels were reported as fluctuating, and treatment included an insulin drip. Treatment for nausea and dizziness was also reported (no specific medications were reported). The symptoms prompting hospital presentation and the medical diagnosis could not be determined because the patient¿s spouse was unable to recall this information at the time of follow-up and did not have access to medical records. A supplemental report will be submitted if additional information becomes available.